Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported a loss of therapy. The patient reported that the ins wasn¿t working for the symptoms. The patient reported that they were told that the ins should work for pain 50-90% but the ins only work 10% for the pain. The reported that they were told to walk for 20 minutes but they can¿t walk for 20 minutes because of excruciating pain that feels like the pain prior to the implant. The patient reported a return of pain.

Manufacturer narrative:
(B)(4) does not apply. (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the original source information determined that a loss of therapy was not alleged. The patient indicated that they have never had therapeutic benefit since implant. Additional information was received from a consumer regarding the patient on 2019-jun-20. It was reported that the therapy concern was related to positional movement. The patient was feeling stimulation in her legs. The patient uses the ¿mini¿ to turn on her implantable neurostimulator, but when she does, she feels the stimulation in her legs, but she would like stimulation in her back because she has scoliosis. When the patient would lean her head back, she would get the stimulation, and she would feel stimulation in her legs. The patient confirmed at the time of the report that the patient programmer was displaying stimulation on. Additional information was received from a consumer regarding the patient on 2019-oct-25. It was reported that the patient has had this thing for two to three years and it is not helping much. The patient noted that she can hardly get upand go. The sensation was not going up her back, and she has scoliosis really bad. The patient met with a manufacturer rep resentative who adjusted the stimulation and now she feels stimulation go up to her back and up under her chest in her rib cage. The patient mentioned that her pain pills don¿t work, and her stimulation shows on and it was on ¿210.¿ when the patient increases the stimulation, she feels like it is too high. She does not feel that it is too high when she decreases. There were no further complications reported.